Manufacturer narrative:
Unique device identifier (UDI) was updated. Device manufacture date was updated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the power cable of the navigation system was replaced to restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The power cable was returned to the manufacturer for evaluation. Testing found that the cable jacket was damaged. It was noted that no internal wires were exposed and the cable passed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system power cable was frayed. The reported issue occurred during inspection by a site biomedical engineer. There was no patient present when this issue was identified. No additional information was provided.